Event description:
It was reported that this right atrial (ra) lead was exhibiting an increased in capture threshold and a decrease in sensing issues. This patient is not pacemaker dependent. The device was reprogrammed. No adverse patient effects were reported. This ra lead remains in-service. Additional information was provided, it was reported on (B)(6) 2022 that this ra lead was explanted and replaced with a competitor lead. It was believed that this was related to twiddlers syndrome. No additional adverse patient effects were reported. This lead will not return for analysis.

Event description:
It was reported that this right atrial (ra) lead was exhibiting an increased in capture threshold and a decrease in sensing issues. This patient is not pacemaker dependent. The device was reprogrammed. No adverse patient effects were reported. This ra lead remains in-service. Additional information was provided, it was reported on 27may2022 that this ra lead was explanted and replaced. It was believed that this was related to twiddlers syndrome. No additional adverse patient effects were reported. This lead will not return for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.